Event description:
Complaint 2 of 2. The facility representative contacted baxter (B)(4) to report an intermate in which the reservoir ruptured. There was patient involvement. There were two devices that were used on the patient. The devices were filled with foscamet 2100 milligrams in 0.9% sodium chloride. At the time of the event, the device was attached to the patient for administration, and the rupture occurred approximately two hours after the treatment commenced. The device was left with 20 milliliters of solution. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Photographs of the device are available. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). An actual sample was not available; however, a photo of the sample was submitted for evaluation. A photo evaluation confirmed a ruptured bladder in a footed position. An assignable cause could not be provided for this condition. A batch review has been performed and there were no exceptions noted during the manufacturing of this device. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).